Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.